Event description:
Customer reported blood glucose results of 125 mg/dl and 75 mg/dl within 10 mins on the aviva system. Customer reported symptoms for which she successfully self-treated. Strips not available for return, replacement system sent.